Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing, however, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during routine microbiological culture testing on the evis exera iii gastrointestinal videoscope, carried out as required by local regulation/guideline, the user detected an unexpected contamination. Microbiological tests detected 1 colony forming units (cfu)/plate of klebsiella oxytoca, 1 cfu/plate of bacillus spp., and 2 cfu/plate of staphylococcus coagulase negative in the suction channel sample. There was no evidence of multi-resistant pathogens. The biopsy/instrument channel, air/water channel, additional channel, distal end, suction valve and air/water valve all detected no microbes after 2 days of incubation. In an additional culture test, the suction channel sample detected 21 cfu/ml of klebsiella spp and 1 cfu/ml of enterobacter spp. There was no evidence of multi-resistant pathogens. The biopsy/instrument channel, air/water channel, additional channel and distal end all detected no microbes after 2 days of incubation. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer confirmed that there were no deviations or deficiencies concerning reprocessing of the scope and no suspected patient infections due to the facility findings. The customer did not provide the precleaning or manual cleaning processes. The automated endoscope reprocessor (aer) used was an advantage plus with intercept detergent and rapicide a+b disinfectant. All channels were connected with tubes when setting up the endoscope in the aer. The concentration and expiration date of the disinfectant was controlled. The water quality was controlled by water filter, but the filter was not replaced periodically in accordance with the instructions for use. The device was dried by the aer dry process and stored in a drying cabinet. Olympus is the maintenance company. The hygiene microbiological investigation report indicated the channels and distal end of the scope were cultured and did not detect any microbial contamination. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found the following: due to damage on charged coupled device unit, the image had white dots; the adhesive on the bending section cover had a chip; the connecting tube was sticky; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.